Event description:
During surgery the tip of the pin broke off in the bone. After x-ray confirmed its location, the physician decided to leave it in. Pt has good circulation, sensation, & motion postoperatively.